Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) initially failed to pair with the ilet pump, prompting troubleshooting with the customer, dexcom support, and sensor replacement; after placement of a new sensor, the cgm successfully connected to the ilet, and fingerstick confirmed hyperglycemia with readings of 409mg/dl, with the ilet continuing to deliver insulin and the cgm displaying high. Symptoms included no reported clinical symptoms. Outcomes included transient high glucose with expectation of automated correction by the ilet. Customer support included guided troubleshooting and education, confirmation of cgm-pump connectivity, and cross-checking cgm values with a blood glucose meter. Investigation of this case revealed a resolved cgm-to-pump pairing failure with no ongoing device malfunction of the ilet after reconnection, and the cgm and pump functioned as intended following sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity failure related to cgm pairing that resolved with sensor replacement and standard troubleshooting.